Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction error message.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
H10: the device was of an old generation returned device with obsoleted hw, fw, part, revision, and required an update. The device was scrapped per management's instruction. The customer received a replacement device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.